Event description:
During a standard equipment check, the rn realized that the berlin laptop screen on the ikus was off. The pump continued to have complete filling and emptying. All berlin connections were intact and all plugs were connected. The berlin battery was 100%. The berlin hotline was called and they attempted to have the rn troubleshoot by turning the computer off and by closing the laptop. The screen would still not turn on. The laptop was swapped out and sent back to the vendor to troubleshoot. The vendor was able to replicate the issue-- per their report, "the driver passed the initial startup test, but the laptop screen flickered initially at startup and then went blank, which duplicated and confirmed the complaint. Upon further analysis, it was determined that the reported failure was caused due to a defective laptop."